Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was blood/body fluid noted in the lead lumen. The conductor coils were stretched, and deformed. This was most likely due to the removal of the suture sleeve tie down. There were tears in the inner insulation, and a cut in the insulation. Again, this was most likely due to the removal of the suture sleeve tie down. The guidewire insertion test did not pass due to the crushed coils. The initial allegation of diaphragm stimulation was not confirmed by analysis. Analysis confirmed, however, that the guide wire could not advance, and the coils were crushed.

Manufacturer narrative:
This lv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted to be repositioned due to diaphragmatic stimulation. During the insertion of the guide, however, it was observed there was a rupture of the inner lumen, which did not allow the guide to go beyond that point. The decision was then made to replace the lv lead. Subsequently, additional information was received that this lead was fractured. There were no adverse patient effects reported, and this patient is not pacemaker dependent.